Event description:
Pt with inspectra tissue spectrometer. Pt had inspectra shield changed prior to 24 hour protocol requirement. When removed, noted to have 4x1.5x0.1 cm linear skin loss. Treatment with duoderm.